Event description:
It was reported that during implant the right ventricular lead disconnected from the connector of the device. The lead was not implanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.